Event description:
A malfunction alarm identified as malf 12 was reported by the customer, but no notable events occurred prior to the malfunction. The customer declined to answer whether the issue caused blood glucose levels to exceed 500 mg/dl, so no information on blood glucose impact was available. Technical support provided instructions to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again.